Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "low- dose ppi to prevent bleeding after esd: a multicenter randomized controlled study". This study has evaluated the effectiveness and safety of low-dose ppi for 526 esd patients from september 2017 to july 2019. In the literature, it was reported 25 patients of post esd bleeding. One patient received surgical hemostasis after endoscopic treatment failed. One patient was admitted to the intensive care unit for two days due to post-esd bleeding and received two units of blood transfusion. Another patient was admitted to the intensive care unit for two days due to post-esd bleeding and received four units of blood transfusion. Therefore, omsc assumes that the three patients of them were an adverse event to submit due to serious post-esd bleeding. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event for serious post-esd bleeding.